Event description:
The patient's mother reported her son was out of state with a friend in 2007 when he woke up at 9:30 a.m. And started to throw up. She said the pt stated he received an 07 (system alarm) and that is when he called her. She stated she tried to guide him through the process of clearing the alarm, but he was unable to do so. He then had a friend drive him to the emergency room. She said the pt reported that his blood glucose reading at 9:30 a.m. Was 367 mg/dl and when he arrived at the hosp at 10 a.m. His blood glucose reading was past 600 mg/dl. The hospital treated him by giving him 10 units of insulin subcutaneously, but his blood glucose did not come down. The dr then put the pt on an insulin i.v. And his blood glucose came down to 196 mg/dl. On follow up, the pt's mother stated that everything is fine now and the pt has had no further problems. The product was replaced and requested to be returned for eval.